Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the outer surface of the screw head shows some scratches. The collet moves correctly though. We do suppose that the misalignment of the collet can be a conflict between an anatomical structure and the screw head during the adjustment of the screw head orientation. Note that we recommend ensuring that the poly-axial screw head remains free to adapt its position and is not restricted or it will not rest on bony structure. If necessary adjust the screw height and /or ream space for the screw head. For alignment of poly-axial heads, we recommend using the head alignment tool 03.632.007 (see tech. Guide). This helps to prevent misalignment of the collet and keeps it better in position. Placeholder.

Event description:
It was reported that the collet inside the screw head was loose. The surgeon had implanted the screw, 8mm, l-50mm and then was unable to seat the rod for final tightening. Upon inspection, it was noted that the collet inside the screw head (tulip) was no longer lined up with the outer portion of the screw head. The rod could not be seated in the screw head. The surgeon managed to re-align the collet and screw head (tulip) and the head was removed with the head removal tool and another polyaxial screw head inserted. The rod could then be introduced and final tightening occurred. This is report 1 of 1 for complaint (B)(4).